Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of type 1a endoleak. Clinical was unable to find substantial evidence to support the following reported events of stent migration and secondary evar procedure due to lack of medical records. Clinical refuted the reported event of type 3a endoleak, rather there was a type 3b of the cuff and the main body stent due to the stent cage dilation of 40% or greater cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the stent migration was unknown due to lack of available medical information surrounding the implant procedure. However, it was likely that the tortuous aortic neck anatomy (anatomy-related) contributed to this event and likely resulted in the proximal loss of seal. The most likely cause of compromise stent graft integrity (stretched and breached fabric) of both component was the use of strata material unknown. Procedure- and/or user-related contributing issues, and/or cautionary and/or off-label product use conditions could not be determined. Procedure-related harms could not be detected due to lack of medical information. It was reported that the patient was in stable condition post the secondary endovascular repair; there has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
At the completion of the clinical assessment the reported event of type iiia endoleak was refuted. There was a type iiib of the cuff with the main body stent due to the stent cage dilation of 40% or greater.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially was implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. A type 1a endoleak, type 3a endoleak and migration were reported. A secondary procedure was completed on (B)(6) 2017. The physician elected to implant an ovation main body and two iliac limbs to resolve the issue. There have been no additional patient sequelae reported and the patient was reported as stable, post secondary procedure.